Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: breast pain, breast prosthesis deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent an unspecified breast surgery with an unspecified mentor saline breast prosthesis (left device) and a mentor siltex round moderate profile 425cc saline breast prosthesis (right device) developed pain in her left breast and capsular contracture (baker grade unknown) in her right breast post implantation. Additionally, both mammogram and ultrasound results indicate that the patient¿s left breast prosthesis had deflated. As a result, the patient underwent unilateral explantation and replacement of the left device with an unspecified mentor saline breast prosthesis on (B)(6) 2022. At the time of this report, mentor has received no information regarding explantation or an expected explantation date for the right breast prosthesis. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
On 16-may-2022, mentor received additional information about the event: - an updated implantation date of (B)(6) 2004 was reported - the patient had both breast prostheses removed and they were replaced with mentor smooth round moderate plus profile 650cc saline breast prostheses. On 20-may-2022, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced deflation in the saline smooth 700cc breast implant. Additionally, the patient experienced breast pain. The product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that two (2) tears were found, tear (a) on the anterior aspect and tear (b) on the posterior aspect of the breast implant, measuring approximately 1.2 cm and 0.1 cm respectively. Microscopic examination was performed on the edges of the rupture (a), and parallel striations were found in the whole area of the tear (a). Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of rupture (a) indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. The evaluation determined that the cause of rupture (b) is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the continuous and sustained stresses of the device. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 22-apr-2022, mentor received additional information about the event. The capsular contracture in the patient¿s right breast is baker grade IV. On 10-may-2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).